Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during the release of the valve into the aortic valve, the valve dislodged and stayed in the supra annular position. Subsequently, a second larger valve was successfully implanted in a lower position. No additional adverse patient effects were reported.